Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter did not cut at an unknown timing. The procedure type was unknown. The procedure was completed on same day, by replacing it with the same product. There was no patient contact.